Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he required medical assistance by the paramedics due to low blood glucose levels. The displacement test was performed and the insulin pump passed the test. The blood glucose levels were not reported.